Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colono videoscope tested positive for greater than 80 colony forming units (cfus) on nov (B)(6) 2024, tested positive for greater than 80 colony forming units (cfus) on (B)(6) 2024, tested positive 15 colony forming units (cfus) on (B)(6) 2025, tested positive for 53 colony forming units (cfus) on (B)(6) 2025, and tested positive for 42 colony forming units (cfus) on (B)(6) 2025. All channels were sample. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update d8, d9, h2, h3, h6, h11. The returned device was received by olympus and subsequently sent to third party for culturing, and the results were as follows: sample date: (B)(6) 2025. Sampling from: all channel. Cfu: 3. Bacterial identification: paracoccus yeei. The device was returned to olympus for inspection and the reported failure found during investigation was not confirmed. According to the investigation, the device was culture tested positive by the customer; however, there was no correlation observed between actual device status and cause of contamination. The investigation stated that after reprocessing by olympus, the hygiene microbiological investigation results could not confirm customer findings and were within the acceptance criteria. The root cause could not be identified. Based on the data provided, customer hygiene microbiological investigation, device inspection report and olympus hmi the case can be only partially assessed. According to the investigation, correlation has been observed between the actual product/ device status and cause of contamination. Without complete cleaning, disinfection and sterilization information from the customer, the investigation was unable to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. After reprocessing the scope oly, the hmi results was within the acceptance criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.